Event description:
The account generated false positive alinity I total bhcg results on a presurgical patient sample for hysterectomy. On (B)(6) 2022, sid (B)(6) (71 year old female, non-hispanic/latino, race not provided) generated alinity I total bhcg positive of 115.90, 114.31 miu/ml and on alternate alinity analyzer (serial (B)(4) positive of 133.21 miu/ml. The patient tested vitros hcg negative <3 miu/ml and cardinal qual hcg combo urine negative. The account stated there was no adverse impact to patient care.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The ticket search by lot indicate that the likely cause lots perform as expected for this product. The ticket trending review of complaint data for the likely cause list number does not identify any related adverse trend. Labeling review concludes that the issue is adequately addressed. A review in the corrective and preventive actions system does not identify any related non-conformances or deviations associated with the likely cause lot numbers. The overall performance of alinity I total b-hcg complaint reagent lots in the field was reviewed using data gathered from customers worldwide. The medians values of the negative population are within the established limits and comparable to historical reagent lot performance. No product deficiency was identified. This follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.